Manufacturer narrative:
(B)(4) - damage to drive connector or coupling - (B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6)2010. During the procedure, the motor drive unit stopped working. The tip of the plug-in accessory that mates with the motor drive unit had broken off inside the connector.